Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. No components received.

Event description:
A medtronic representative reported that during a cranial resection procedure they were unable to register the patient. They had fiducials on and after collecting 8-9 of them they were still at a 5 error metric and the green area was not near their target. They attempted to do another registration and the metric became worse. They attempted another registration and the system would beep at them and not let them advance. Recollecting the points would not reduce the accuracy and the fiducials did not appear to have moved. The surgeon chose to discontinue navigation. The reported issue caused over an hour delay. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.